Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported a lilly rep transferred her call to embecta. She is legally blind and using the nano 4mm pen needles from mail order supply opt rx. Reusing and storing needles on her kwik pen. Finding at times to get bruises on injection site. Also, at times the pen jams during injection. Dc advised caller to not reuse pen needles and to remove from pen after each injection. Lot # 4064021 from tear tab. Catalog# unknown nano, 4mm mail order date of event unknown sample status discard.